Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was sticking, intermittently unresponsive, and required increased force to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation confirmed intermittent response to button presses on the down button. Multiple button presses with increased force applied are required before the down button engages. The up, ok and contrast buttons respond to user input. Evaluation revealed that the keypad cover is torn off below the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that there was contamination under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.